Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the patient had a perforation which resulted in cardiac tamponade. The patient was hospitalized and intubated. The patient remains hospitalized due to other health problems and no longer intubated. The lead is working well and will remain implanted.